Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4), ubd: , UDI#: the initial reporter was not known at the time of reporting. The manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. The camera base was returned to the manufacture for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. The returned positioning sensor unit (psu) has many nicks and scratches on the housing and lenses. A check of the event log showed intermittent messages for firmware incompatibility. Also for low illuminator current error. The psu also failed an accuracy test (aak) at .50 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. Due to its physical condition it will not be repaired and returned to service inventory. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation optical antenna was not working.